Manufacturer narrative:
H10: a service engineer (se) evaluated the device and reported that the customer's issue was confirmed. The se replaced the user interface (ui) assembly to resolve the issue. No other abnormalities were found. H11: d4 - product UDI.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dark display. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
E1: (B)(6).